Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine gave a 5v alarm and then emitted smoke from the card cage/power supply area. Additional details were provided upon follow-up with the biomed. The biomed stated the staff reported that a small puff of smoke was emitted from the back of the 2008t machine. The machine was all set-up and ready to be used for patient treatment, and then a 5v alarm went off. The patient never connected to the machine, and they performed their dialysis treatment on a different machine. After the 5v alarm went off, the staff noticed a burning smell. Shortly afterwards, they observed a visible puff of smoke come from the back of the machine, near the power supply area. There were no sparks or flames seen, and it was confirmed that the facility's fire alarm/smoke detector did not go off. The machine was removed from the floor and put in the back for the biomed to look at. The biomed contacted fresenius to have a field service technician (fst) look at the device due to it still being under warranty. An fst was subsequently dispatched to the facility to evaluate the machine. During the fst's inspection, they took all of the boards out of the machine. After visually inspecting each one, the fst could not find any signs of damage. The fst also took out the power supply and inspected it. No damage was noted anywhere on the power supply. The fst put the machine through a rinse, and then into dialysis mode. The self-test was performed without any failures. The machine ran for about an hour and there were no signs of smoke or a 5v error. The fst then put the machine through heat disinfect, and heat disinfect was completed without any issues. No parts were replaced. The fst informed the facility that the machine could be put back in service. The biomed confirmed the machine hasn't had any past problems with failing the electrical leakage test, and they confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the machine had 488 operating hours on it. The biomed indicated that the machine hadn't been put back on the floor, but stated that it was available as a backup if needed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine gave a 5v alarm and then emitted smoke from the card cage/power supply area. Additional details were provided upon follow-up with the biomed. The biomed stated the staff reported that a small puff of smoke was emitted from the back of the 2008t machine. The machine was all set-up and ready to be used for patient treatment, and then a 5v alarm went off. The patient never connected to the machine, and they performed their dialysis treatment on a different machine. After the 5v alarm went off, the staff noticed a burning smell. Shortly afterwards, they observed a visible puff of smoke come from the back of the machine, near the power supply area. There were no sparks or flames seen, and it was confirmed that the facility's fire alarm/smoke detector did not go off. The machine was removed from the floor and put in the back for the biomed to look at. The biomed contacted fresenius to have a field service technician (fst) look at the device due to it still being under warranty. An fst was subsequently dispatched to the facility to evaluate the machine. During the fst's inspection, they took all of the boards out of the machine. After visually inspecting each one, the fst could not find any signs of damage. The fst also took out the power supply and inspected it. No damage was noted anywhere on the power supply. The fst put the machine through a rinse, and then into dialysis mode. The self-test was performed without any failures. The machine ran for about an hour and there were no signs of smoke or a 5v error. The fst then put the machine through heat disinfect, and heat disinfect was completed without any issues. No parts were replaced. The fst informed the facility that the machine could be put back in service. The biomed confirmed the machine hasn't had any past problems with failing the electrical leakage test, and they confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the machine had 488 operating hours on it. The biomed indicated that the machine hadn't been put back on the floor, but stated that it was available as a backup if needed.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst concluded that the 2008t hemodialysis (hd) machine was operating properly. No issues were found during the fst¿s evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the machine inspection performed by the fst, the cause of the reported problem was not able to be confirmed. The machine passed functional testing and was confirmed to be working as expected.